Event description:
It was reported that the needle mechanism did not fully retract as intended during activation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device was received undeployed. The needle could not fail to retract if the needle did not deploy. The device completed the priming sequence earlier than expected. The data presented timeouts and a drive stall, causing the device to not deploy by the end of the priming sequence. The device was reset and rerun. The rerun data presented no anomalies. Inspection of the device found no issues capable of causing these anomalies. The cause of the timeouts and drive stall could not be determined.